Event description:
It was reported that following right total elbow arthroplasty in 2003, pt complained of pain. During revision procedure performed in 2005 it was discovered that the locking screws had broken or backed out and the bearing was floating. Components were replaced to complete the procedure.